Event description:
The consumer was going down the sidewalk when the chair allegedly started smoking. The consumer alleges "the joystick started scrolling, the wrench was flashing, and the chair is completely dead and will not charge." The consumers husband pushed the chair home. The dealer alleges the main power connector where it plugs into the controller is melted. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this wheel chair.